Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
As reported via the sapphire registry, a patient experienced neurological deficits thirty days after the index procedure. At the time of the index procedure, angiography revealed 70% stenosis to the right proximal internal carotid artery. Pre-procedure nih stroke scale was 0 and the patient was symptomatic. The lesion was described as 10mm in length, arch type I and moderately calcified. The reference vessel was 7.0 in diameter and eccentric. A 7mm angioguard rx was deployed beyond the target lesion and the lesion was pre-dilated. A 9.0 x 30mm precise pro rx was implanted at the target lesion. The angioguard was retrieved and debris was not noted in the filter basket. The patient left the angiography suite with no neurological deficits. The post nih stroke scale was 0 and was discharged the next day. Concomitant medications included clopidogrel at pre, during and post procedure and at discharge. Aspirin was administered at pre/post procedure and at discharge. At the 30 day post follow up visit the patient had difficulty with visual changes of left eye and some spells of dizziness. Shortly after procedure, the patient had some dropping to his right side of the face. Over the last couple of weeks, he reports to feeling better although sensation in left eyelid is drooping but appears normal. These events were reported by the patient during the 30 day follow up visit. It is unknown exact date of events and symptoms have lasted more than 24 hours. The event was reported as sudden with partial recovery, minor residual. A diagnosis of "other" has been reported and per the investigator, the event is related to the index procedure and not related to the cordis product.